Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange on (B)(6) 2020 was confirmed via analysis of the log file. The system controller, serial number (B)(6), was returned and evaluated under MFR#2916596-2020-06486. The log file downloaded from the returned controller contained data spanning approximately 103 days ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The driveline was disconnected on (B)(6) 2020 at 13:48:30 and both power cables were disconnected at 13:51:14; these events are consistent with the controller being exchanged. No notable alarms were captured in the log file prior to the controller exchange. The driveline was not reconnected to the controller in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The data in the log file did not indicate any issues with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 17may2017. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) section 2 ¿system operations¿ explain the system controller user interface, including the lcd screen. These sections also explain how to perform a self-test to check the controller¿s audible and visual alarms, and explain how to maintain the readiness of the backup controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the controller exchange could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The controller returned and was evaluated under MFR# 2916596-2020-06486. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during review of the downloaded log file from the returned controller revealed that it was exchanged on (B)(6) 2020. Further information clarified that it was because the display did not show up.